Event description:
The rporter indicated that there was no contact with the programmer 522-06-08736 and 531-49l-200184, serial number received from the device is not recognized as valid. There were no spikes recognized with magnet.